Manufacturer narrative:
The device was returned for evaluation. The unit was examined prior to decontamination and the balloon had been ruptured near the proximal and distal bonds. Further examination revealed that balloon latex between the two ruptures was missing.

Event description:
It was reported that the balloon did not inflate and the balloon could not maintain inflation during use. No patient complications reported.